Event description:
It was reported that the patient presented in clinic with their implantable cardioverter defibrillator (ICD) exhibiting noise. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found out of range impedance measurements and noise due to a hybrid anomaly. No other issues were found.